Event description:
It was reported that the epidural catheter was inserted and performed as expected for approx 6 hrs. It was decided to remove the catheter and resistance was encountered. The pt could not be repositioned due to the nature of the surgical procedure. The physician exerted a significant force to remove the catheter, and it separated with 8cm remaining in the pt. There are no plans to remove the piece of catheter at this time.

Event description:
The catheter was removed via a cutdown procedure without any complications.